Event description:
It was reported that on an unknown date a multi-link vision stent and a non-abbott stent were implanted in a patient experiencing an acute myocardial infarction. About one month later, an additional coronary intervention was performed during which a xience prime stent was deployed. The next day, the patient was experiencing symptoms of a rash for which plavix and carvedilol medications were changed. Aspirin was still being administered; however, the symptoms worsened. All medication except aspirin has currently been stopped. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of hypersensitivity (allergic reaction) is listed in the japan xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Date of event has been estimated. Date of implant has been estimated.